Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain, pain abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6)1998, (B)(6) 1999, (B)(6) 2005, (B)(6) 2007) and hot flashes. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included knee pain, skin irritation, allergic reaction to antibiotics and alopecia areata. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("severe migraines"), headache ("headaches") and weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), premature menopause ("symptoms of early menopause"), allergy to metals ("allergy to nickel") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy with removal of essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, back pain, alopecia, weight fluctuation, migraine, premature menopause, allergy to metals, dyspareunia, headache, weight increased and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, premature menopause, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: from mr, office record: intraoperative findings: enlarged 14 week uterus. Normal fallopian tubes and ovaries bilaterally, essure noted in both tube and the comual area of the tube on both sides. Specimens removed: essure and fallopian tubes bilaterally. Diagnostic results: on (B)(6) 2017, ultrasound scan showed nonspecific endometrial thickening. Given the patient's age this can be seen with hyperplasia or polyps although other etiologies are not excluded. Correlate clinically. The left ovary is not seen. Bilateral essure devices, incompletely imaged. The uterus is mildly enlarged without definite uterine fibroids seen, this can be seen with adenomyosis. On (B)(6) 2017, surgical pathology report: pathologic diagnosis : bilateral fallopian tubes; bilateral laparoscopic essure removal with salpingectomy, segments of fallopian tubes, metallic medical device. Clinical information: bilateral laparoscopic essure removal with salpingectomy: no previous history of malignancy pre-operative diagnosis: lower abdominal pain: gross descriptions: received in formalin labeled' bilateral fallopian tubes" and consists of 2 segments of fallopian tubes with fimbriated ends measuring 7.5 cm in length by 0.9 cm in diameter and 8 cm in length by 1 cm in diameter. Each fallopian tube has a purple tan serosal surface with congested fimbria and are serially sectioned to reveal a stellate lumen. The longer segment of fallopian tube contains a spiral metallic medical device occluding the lumen proximally. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, alopecia, headache, dysmenorrhea, allergy to metals (nickel allergy), migraine. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, historical conditions, concomitant drugs and conditions, new events "vaginal haemorrhage, menorrhagia, uterine perforation, dyspareunia, headache, weight increased, abdominal pain lower, symptom pelvic pain and device monitoring procedure not performed" added. Abdominal pain updated to serious. Outcome for the events vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.